Event description:
It was reported to boston scientific corporation that a retromax plus ureteral stent was used during an endopyelotomy procedure performed in 2009. According to the complainant, after the stent was implanted they realized that the device expiration date had been exceeded, however, the physician decided to leave the stent in the pt. It was noted the pt was admitted to the ER for pain. No further pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The cause of the event is unk.